Event description:
It was reported that after getting from the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), the patient received a shock. It was noted that the shock appeared to be inappropriate due to oversensing. A low signal amplitude was also noted in the shock episode and a smartpass episode. Additionally, the an out of range shock impedance measurement was observed. Technical services discussed a possible lose connection or air in the device pocket. The patient was seen in clinic and the inappropriate shock was believed to be due to air in the pocket. A synchronized shock was planned to assess the shock impedance. No adverse patient effects were reported.